Event description:
At a routine follow-up it was determined that the device had a device reset. The patient reports experiencing a shock and a car battery shock on the same day. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
No medwatch form was received.